Manufacturer narrative:
Reliability analysis inspected three opened/used partial sensors and performed visual inspection. Found one of three sensors with cannula retracted inside the sensor base. No broken part was found during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Two remaining opened/used sensors and performed bicarbonate buffer test. Both sensors passed per specification with accurate readings. Also found both sensors with cannula bent. Unable to confirm that the customer received sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with three sensors. It was reported that one did not have an electrode, one had no signal, and the last had calibration errors. The customer's blood glucose level was reported to be 241.2mg/dl. It was reported that the sensors would be replaced and returned for analysis.